Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer will receive a pump with updated software. Instructions were provided on various procedures including storage mode, returning the problematic pump, and steps to follow upon receiving the replacement pump. The customer will use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.